Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the femoral approach, the procedure treated the target lesion located in the severely calcified left anterior descending artery. A 3.5x16mm promus element plus stent was being inserted into the body and the physician was pushing very hard due to the calcification and the catheter shaft broke at a portion outside of the body. The stent was successfully removed. A non-bsc stent was used to complete the procedure. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).